Event description:
Customer reports a buttons error on his insulin pump. Customer states that pump was exposed to rain water. Current blood glucose level is 200 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.